Manufacturer narrative:
Adverse event or product problem correction: updated from product problem to product problem and adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's doctor. They confirmed that the replacement surgery has not been planned nor scheduled yet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported poor communication with recharging. The patient stated that it had probably been six months now that the patient was able to successfully charge their device. The patient stated that the reason for not charging was that they were in the hospital (unrelated to the device/therapy). The patient was going to meet with a manufacturer representative (rep) to get the device out of over discharge mode. No symptoms were reported. It was reported that the patient called on monday to say that they had an appointment on (B)(6) and their device was in over-discharge. The patient stated that the last time their device was in service (B)(6) 2018. A device reset was attempted for 60 minutes 3 times with no success. The healthcare provider (hcp) will follow-up with the insurance company to see if replacement is an option. The hcp also stated that the patient was seen 2 months ago and the device was working fine. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the patient. It was reported that the device hadn't been working for about a year because the ins had gone dead. Attempts at performing a jumpstart about 6 months prior (around (B)(6) 2018) were unsuccessful, so the patient was going to need to have the ins replaced. It was also reported that the patient was in need of a MRI because of the back pain issues they have had for "years" and why they got the device. It was noted that the patient was told that their device was MRI compatible. MRI compatibility and the MRI eligibility form were reviewed. They were redirected to the doctor. No further complications were reported or anticipated.